Event description:
A previous case had been performed on the device. The next case started and the pt was initially masked. A crna and the dr were attending the pt. The user was manually ventilating the pt via the mask and then placed an endotracheal tube. The pt was then connected back to machine and the user could not ventilate at all. The user filled the bag with fresh gas, squeezed, and the bag would become depleted immediately. The dr and crna checked the connections and did not find anything. The pt was switched to an alternate oxygen source and manually ventilated and remained stable. The crna changed the liter bag attached to the machine to a half liter bag and the machine started functioning normally, the pt was placed back on the machine and the case was completed using the device. No pt injury.